Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery and vessel below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres for approximately 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. Patient was in good condition post-procedure.